Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she inserted a sensor and it started bleeding. Customer did not want to remove the sensor because it is the last one that she has. Customer's current blood glucose was 514 mg/dl. Customer stated that the site was not actively bleeding. Customer stated that her blood glucose may be high because she was eating a lot but there is nothing to worry about. Customer stated that the site is comfortable. Customer was advised to monitor the site.